Manufacturer narrative:
The implant has been placed in 36 position on (B)(6) 2017 and has been explanted on (B)(6) 2020. Breakage may be the result of excessive force exerted on the prosthesis. We noticed that the practitioner reworked the transgingival part and it isn't recommended.

Event description:
A fragment of the abutment was blocked inside the implant. That is why, ultimately, the practitioner decided to remove the implant. The practitioner didn't use a rescue kit.